Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy pedal on the wireless foot switch did not work. Analysis of the log file showed that there were problems with the rx "bounces on the control" trigger pedal. Upon troubleshooting, the fse found that it was a mechanical problem of the internal fluoroscopy switch because all other switches were ok. The fluoroscopy switch was bouncing the electrical signal. To resolve the issue, the fse replaced the wireless foot switch. The defective wireless foot switch was returned to philips for failure analysis, and during failure analysis, it was found that the bracket was slightly loose, not completely dislodged from the footswitch. During the function check, the footswitch was unable to pair with the wi-fi wireless base station because the fluoroscopy pedal was not working. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been satisfactorily completed. Therefore, as the device was out of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the fluoroscopy pedal on the wireless foot switch did not work. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.